Event description:
Customer reportedly changed the infusion set. When customer tried to remove the introducer needle, it did not come out, it was stuck. Customer had to go to the hosp to remove the needle. When the needle came out, it was noticed that it was bent and half of it was missing. Customer did not know if the other half stayed on customer's body or came out with the infusion set that was left in the hosp. Also reportedly would call to the hosp to get back the infusion set.